Event description:
It was reported that the needle did not deploy. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received not deployed. The linkage assembly was in the not deployed state and the slide insert was not visible in the viewing window. The exposed portion of the soft cannula was not seen past the bottom housing, further indicating that the device did not deploy. The download data returned a 0x5c alarm, indicating that the open count was too low at the end of prime. Upon investigation of the drive mechanism, the latch spring was found to be disengaged with the ratchet gear. The device was reset and connected to a master pdm. A 5u bolus was delivered without the replication of the 0x5c alarm or timeouts. The shelf mode was measured and was found to be in specification. The incorrectly installed spring latch interfered with the rotation f the ratchet gear during the priming sequence which is what caused the 0x5c alarm and is why the device did not deploy.